Event description:
It was reported that the bipolar lead impedance was increasing to present value of 1562 ohms. Unipolar is 666 ohms. Threshold also increasing. Presentation consistent w/outer coil fracture. The lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received.